Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, the device's green button and handle was able to pressed but did not fire. There was no stapling happened. There was no patient injury.